Manufacturer narrative:
The data presented an 0x6a alarm. The cause of this alarm could not be determined. This alarm halted the operation of the device. The soft cannula was observed to be stretched. It could not be determined when this damage occurred. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose rose to 30 mmol/l (540 mg/dl). The pod was worn on the patient's leg for between 24 and 36 hours. As treatment, a new pod was applied.